Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This issue was discovered after preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 19, 2022 - july 21, 2022. H10: the device was received for evaluation with fluid in the bladder. A visual inspection with the naked eye showed no evidence of a leak on or in any parts of the device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed by manually filling the bladder with green color water. During the fill there was no evidence of a leak observed. After the fill, the device was monitored until the next day and the next day, no evidence of leak was observed. Based on the evaluation result, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.